Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: review of the black box data revealed evidence of partially discharged batteries being inserted into the pump on the date of the complaint and throughout the black box records. Battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete the investigation. The pump powered on with the test battery cap in place. Electrical current draws measured within the required specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the battery life complaint. Unrelated to the complaint, the battery compartment was noted to be cracked and the display was dim/faded/discolored.